Event description:
After deploying a 29mm sapien xt valve via transfemoral approach, echo showed an effusion in the patient¿s apex. They decided to do a pericardial window and evacuate the effusion; after 1500cc of blood they decided to open the patient¿s chest, place the patient on pump and find the bleed. The sapien xt valve was explanted and a tear below where the sapien was into the lvot was noted. The tear was repaired and a surgical valve was implanted. They slowly weaned the patient off pump but the patient continued to bleed. The surgeon thought there was an additional tear but could not get to it. He decided to pack it with surgicel and lap sponges in hopes it would clot, and then bring the patient back to the or 3 days later for removal. The patient¿s pressure and EKG¿s were stable during the partial closing of the chest. The patient was transferred to ICU. The physician later indicated there may not have been a second tear, instead because this patient was under so much plavix and heparin, he continued to bleed where the surgeon placed sutures.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per medical records received, upon removal of the sapien valve a rupture of the endocardium below the commissure between the left coronary and right coronary sinuses was noted. The site was closed using interrupted pledgeted sutures, a surgical valve was implanted and the aortotomy was closed. Intraoperatively, the patient was noted to be coagulopathic. Ultimately, the decision was made to pack the area of the aortic root behind the aorta where there appeared to be ongoing bleeding. At that time, there did not appear to be any additional surgical option for controlling the intraoperative bleeding. The patient was subsequently taken to the intensive care unit after closing the chest. After arrival in the intensive care unit, the patient remained hemodynamically unstable on pressor support. There was ongoing drainage from the mediastinal and pleural chest tubes in excess of 1 l/hour. The patient was found to have a profound coagulopathy. Aggressive volume resuscitation with packed red blood cells was administered. The patient was aggressively warmed in the intensive care unit in an effort to achieve normothermia. The patient was transfused platelets and factors in an effort to correct his coagulopathy. Approximately 120 minutes were spent at the bedside in an effort to resuscitate the patient and correct the coagulopathy. Despite these efforts, the patient continued to bleed excessively from his chest tubes, and expired. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the annular rupture cannot be confirmed. Imaging for this case has been requested, however to date imaging has not been received. The main factors that could contribute to an annular rupture do not appear to be present [bulky calcification and obliterated sov].the patient¿s death was attributed to severe coagulopathy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.